Event description:
Same case as MFR report #: 2134265-2010-03433. It was reported that during a percutaneous coronary interventional procedure, device detachment occurred. The indication for the procedure was undilatable first septal perforator and accelerated angina pectoris. Access was gained through the right femoral artery. The lesion being treated was located in the first septal perforator and the angle involved was greater than 90 degrees. The physician advanced an extra support rotawire guide wire, and then advanced a 1.75mm rotalink catheter burr. Ablation was performed approximately 30-45 seconds with this burr, and then rotation stopped. The physician exchanged the first burr for a second 1.75mm rotalink catheter burr. During advancement of the second burr slightly into the lesion, the burr "simultaneously separated" from the catheter and fractured the extra support rotawire guide wire. The catheter and remainder of the wire were removed from the patient without difficulty. The physician then used a snare and a wire and balloon to attempt to capture the burr however these attempts were unsuccessful. The 1.75mm rotalink catheter burr was only partially occluding the first septal perforator therefore the burr was left in place. In the opinion of the physician the risk of surgery to remove the devices outweighs the benefits. When transferring the patient from the table to the stretcher, a raised, red rash was noted on the full length of the patient¿s legs, chest, arms and abdomen. The patient was given 50 mg additional benadryl for treatment. No further complications were reported, and patient status was reported as "stable".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the rotawire ex support was received in two sections. The proximal section of fractured 323 cm, and approximately 5 cm fractured with no spring tip and ballweld. The 5 cm distal section is the proximal fractured site of the distal end. Both fracture sections were sent to sem (scanning electron microscopy) fracture analysis. Approximately 2 cm distal including the spring tip/ballweld is missing from the rotawire based on outer diameter specifications. The sem analysis conclusion: the distal to proximal site fractured due to a bending overload. The proximal to distal site fractured due to circumferential surface wear in a torsional overload direction. Pitting occurred post fracture. Eds analysis of the fm in this area yielded mostly carbon with trace sodium, aluminum, sulfur, chloride, potassium, and calcium. Also detected was titanium. The most proximal site fractured due to circumferential surface wear in a torsional overload direction. No other anomalies were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR report #: 2134265-2010-03433. It was reported that during a percutaneous coronary interventional procedure, device detachment occurred. The indication for the procedure was undilatable first septal perforator and accelerated angina pectoris. Access was gained through the right femoral artery. The lesion being treated was located in the first septal perforator and the angle involved was greater than 90 degrees. The physician advanced an extra support rotawire guide wire, and then advanced a 1.75mm rotalink catheter burr. Ablation was performed approximately 30-45 seconds with this burr, and then rotation stopped. The physician exchanged the first burr for a second 1.75mm rotalink catheter burr. During advancement of the second burr slightly into the lesion, the burr 'simultaneously separated' from the catheter and fractured the extra support rotawire guide wire. The catheter and remainder of the wire were removed from the patient without difficulty. The physician then used a snare and a wire and balloon to attempt to capture the burr however these attempts were unsuccessful. The 1.75mm rotalink catheter burr was only partially occluding the first septal perforator therefore the burr was left in place. In the opinion of the physician the risk of surgery to remove the devices outweighs the benefits. When transferring the patient from the table to the stretcher, a raised, red rash was noted on the full length of the patient¿s legs, chest, arms and abdomen. The patient was given 50 mg additional benadryl for treatment. No further complications were reported, and patient status was reported as 'stable'.